Manufacturer narrative:
The customer submitted a sample to ocd for additional investigation. Customer complaint was not confirmed. The sample reacted positive (2+) in the anti-d microtube in manual gel test and on the provue using retained cards from lot # 121707053-10. The results obtained with manual gel test were concordant with the provue test results. The sample was typed as group o rh positive at ocd. This customer has not logged any complaints against this analyzer since this incident.

Event description:
The customer reported that the ortho provue analyzer interpreted the results of a group o rh positive donor segment as rh negative during retype. The sample was confirmed in tube method to be a weak d sample. No erroneous results were reported. False negative test results can lead to transfusion of incompatible blood.